Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
On (B)(6) 2015 a medtronic representative, following-up at the site, reported being unable to replicate the behavior. On (B)(6)2015 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. System shut-down after registration. Reported issue could not be replicated. On (B)(6)2015 another medtronic representative, following-up with the site, reported they checked the em interface over the phone. All ports were good and status page indicated no issues with the emitter or axiem box. Power page was fine, as well. Moved the universal serial bus (usb) to another port, then refreshed using usbview utility. Will monitor to see if issue persists. On (B)(6) 2015 software investigation was completed. The patient logs do not specifically indicate why the system exited. This issue was documented in a medtronic software anomaly tracking database. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, instrument area passed. Hardware and software tests failed: system re-booting after registration, system non-responsive, axiem and emitter communication failures. Action: upgraded computer, software upgraded to fusion 2.3, axiem box replaced, emitter replaced. Issue resolved.

Event description:
A site registered nurse (rn) reported that, while in an ear, nose & throat (ent) procedure, the navigation system software re-booted itself after completing the tracer registration. The ent software was re-launched and the surgeon moved to the registration task. The initial registration saved and they moved to navigate. Surgeon confirmed accuracy and continued using the navigation system to completion of the surgery. Delay approximately 10 minutes. There was no impact on patient outcome.